Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer blood glucose level was impacted above 300 mg/dl. When the cartridge alarms occurred it was indicated that the customer would replaced the cartridge and resume insulin delivery to stabilize blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.